Event description:
While transferring a pt in the hosp, the bvs console shut down in the battery mode. When plugged back in, the system worked properly. A back-up console was used, with no impact to the pt. The battery assembly and transducer assembly were replaced and the console functioned properly.